Event description:
Related manufacturer reference number: 3006705815-2022-18402. It was reported that the patient's lead had migrated and that they had stopped charging their ipg in (B)(6) 2022. Lead migration was confirmed through an x-ray. The patient underwent a surgical procedure on (B)(6) 2022 during which both the lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.